Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reporting that during treatment of a heavy calcified occlusion in the sfa, after approximately five minutes and thirty five seconds of activation, the distal tip of the recanalization catheter allegedly detached and remained embedded in the lesion. It was further reported that the health care provider determined not to retrieve the tip since the detached tip would not cause any health hazard to the patient. Therefore, the catheter was removed without incident; the procedure was halted and a bypass procedure was performed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one crosser catheter was returned for evaluation. A complete core wire fracture, tip detachment, and catheter detachment were noted at the distal end of the catheter. Therefore, the investigation can be confirmed for the alleged tip detachment. Per the reported event details, the physician activated the catheter for five minutes and thirty seconds. Per the IFU "do not exceed 5 minutes of activation time as crosser® catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser® catheter before resetting the crosser® generator." Therefore, the extended activation time could have contributed to the alleged detachment. However, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Warnings and precautions: do not exceed 5 minutes of activation time as crosser® catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser® catheter before resetting the crosser® generator.

Event description:
It was reporting that during treatment of a heavy calcified occlusion in the sfa, after approximately five minutes and thirty five seconds of activation, the distal tip of the recanalization catheter allegedly detached and remained embedded in the lesion. It was further reported that the health care provider determined not to retrieve the tip since the detached tip would not cause any health hazard to the patient. Therefore, the catheter was removed without incident; the procedure was halted and a bypass procedure was performed. There was no reported patient injury.